Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 69 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch. There are (B)(4) units in stock that have been blocked. Received 69 closed samples and one open and unused sample with the needle detached from the thread, and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment of the closed samples received and one of them the needle was detached from the thread when extracting from the pack. Taking into account both defective samples (open sample received and the closed sample received that the needle was detached when extracting from pack). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: this complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the needle was loose in the package and already detached from the thread.